Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that system will alarm intermittently and give a generator message. The system automatically shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.